Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, d9: device availability- additional, g3: date received by manufacturer - additional, g6: follow-up number - additional, h2: if follow-up, what type - additional, h3: device evaluated by manufacturer - additional, h6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).